Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of noisy. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation, it was found that the device present post reboot verification pca electrical damage, ui bezel plus with electrical damage, reusable pollen filter service. There was multiple error has been identified.